Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10647, 1627487-2019-10649. It was reported the patient experienced ineffective stimulation. As a result, the patient stopped using and charging their system. Surgical intervention took place wherein the system was explanted (exact date is unknown).